Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 504 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump received insulin flow blocked alarm. Customer stated that the event was resolved by changing complete set. Customer declined for troubleshooting. Customer stated that the cannula was bent. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.